Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that at the completion of the procedure the customer had gone down on flow to remove the antegrade cannula and was then unable to go back up on flow as they noticed the cavitation in the boot line. They were unable to reinfuse the patient's blood in the reservoir. Initially, they thought the oxygenator may have clotted off, however, all act's values were normal and no clots were noted in the module or reservoir. Upon further inspection of the boot line, a foreign object was noted to be in the patient's blood just prior to the entrance of the s5 heart and lung machine (hlm) raceway. The customer was able to manually dislodge the foreign body and then was successful reinfusing the remaining blood in the reservoir. The patient successfully came off bypass at this time. The total time with low perfusion pressure was approximately 2 minutes. Following the initial bypass run, the patient continued to bleed and had to go back on bypass due to the foreign body in the initial boot line. The foreign body appeared to be a one way value. It was very similar to the pressure relief in the lid of the fusion cvr. During inspection, following packing the oxygenator for collection, the pressure relief valve appeared to be intact in the fusion cvr. See attached photos. A second new fusion, circuit and different hlm was used for the second pump run for this patient. Medtronic received additional information that the issue was not related to the custom tubing pack, the valve appears to have come from the reservoir. The oxygenator performed as intended, there was no issue with the module. The flow issue was a direct result of the mechanical obstruction caused by what appeared to be a one way duck billed valve (it looked exactly the same as the pressure relief valve that was insitu on top of the reservoir). The allegation was that the mechanical obstruction caused by the floating valve obstructed the fluid flow through the raceway of the pump, which was clearly evident in the video footage.

Manufacturer narrative:
Device evaluation summary: visual inspection shows a second relief valve trapped in the qb-outlet tubing. The relief valve was installed in the lid. Note: the customer has provided a photo and video showing evidence of the loose device inside the tubing. With the second relief valve trapped in the tubing would affect the flow. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.